Manufacturer narrative:
Concomitant: product ID neu_ptm_prog, product type programmer, patient. (B)(4).

Event description:
On 2015-(B)(6), information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication. On an unknown date, the patient was experiencing bolus problems. It appeared they had a software glitch in their pump. The patient had "a very painful day" a result. Additional information has been requested, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.